Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device turns on and off randomly and device alarms present. The patient alleges nose irritation, sore throat and sinus infections. Patient reports being diagnosed with nasal/throat irritation or soreness and sinus infections in (B)(6) 2023. The patient's healthcare provider determined the cause of the diagnoses to be possible from the device. The patient cleans the device with a clean microfiber cloth, CPAP cleaner and distilled water before each use. Medical intervention was required by the patient but not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.